Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo glidewire, sheath: cordis brite tip 6f, terumo 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, heavily calcified, 90% stenosed proximal left common iliac artery near the bifurcation. A 9.0 x 29 mm omnilink elite 35 stent delivery system (sds) was inserted into a non-abbott 6f introducer sheath, met resistance near the tip of the sheath and would not go through. The introducer sheath was replaced with a different non-abbott 6f introducer sheath and the sds was then advanced through the sheath to the lesion, met resistance with the lesion and would not cross. During removal from the anatomy, the sds met resistance with the introducer sheath and would not go back into the sheath. Therefore, the sds and introducer sheath were removed from the anatomy as one unit. Following pre-dilatation with an unspecified balloon catheter, a new omnilink elite 35 sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficulty removing the stent delivery system (sds) was confirmed. The failure to advance and resistance was unable to be replicated as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The initial difficulty advancing through the introducer sheath was because the inner diameter of the sheath is not large enough. The failure to cross was likely due to anatomical conditions which resulted in stent damage and inability to remove the stent delivery system from the sheath. The investigation determined that the reported difficulties were due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.